Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. Nothing could be detected on the test lung on 16.06.2023 with the "last patient" settings. Investigation is ongoing.

Event description:
Hamilton medical ag received the following description: when patient was in spontaneous mode on device, respirator could not apply ventilation. Patient triggered, ventilation pressures were increased, tubing system checked for occlusions, but tidal volumes were only between 20 and 30 ml, even under duopap and asv. With the ambu bag, however, the patient could be ventilated without any problems and without much resistance.